Event description:
A customer reported via phone call indicating that they experienced diabetic ketoacidosis with a high blood level glucose of 667 mg/dl. The customer felt symptoms of nausea and vomiting. The customer was hospitalized on (B)(6) 2015 at 5 am. The customer was treated for the high blood glucose with the insulin pump. Customer was wearing the pump at the time of hospitalization. The customer stated they had no delivery alarms from their insulin pump lately. The customer also complained about bent cannulas. Customer does not want to return the reservoir for analysis. The customer sent the insulin pump back for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. See svn (B)(4) for related documentation.